Event description:
It was reported that an omniwire was used in a coronary diagnostic procedure. During use, normalization was attempted, but unsuccessful. The wire was removed and a new wire was used to complete the procedure. No patient injury reported. During the product return evaluation, the sensor was found to be raised with a sharp edge. This product problem is being submitted due to a sharp edge observed. There is a potential for harm if the malfunction were to recur.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a6: no information available. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks e1 & g2: country is poland. Block h6: the probable cause of unsuccessful normalization is due to the raised sensor. Manipulation and strain can damage components and result in the reported failure. Blocks h7, h9, & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Block d10: includes concomitant devices with manufacturer name and size.